Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the catheter, hub, and effluent and supply lines of the solent omni thrombectomy system. The pump assembly and bubble trap assembly were not returned for analysis. The effluent/supply lines, shaft, and tip were microscopically and visually inspected. Blood was present inside the device when received. Inspection of the device revealed that there were numerous kinks throughout the catheter shaft of the device, especially in the distal shaft between the markerbands were the hypotube was also kinked. The hypotube was also separated at the jet body in this location. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The tip was kinked.

Event description:
It was reported that a catheter break occurred. An angiojet solent omni thrombectomy catheter was used for treatment. During the procedure, it was noted that the catheter tip was bent after several passes through the stenosis. It was observed that a piece of metal from the catheter was protruding out of the distal end of the catheter. The procedure was completed with a different device. No complications were reported and the patient was fine post procedure.

Event description:
It was reported that a catheter break occurred. An angiojet solent omni thrombectomy catheter was used for treatment. During the procedure, it was noted that the catheter tip was bent after several passes through the stenosis. It was observed that a piece of metal from the catheter was protruding out of the distal end of the catheter. The procedure was completed with a different device. No complications were reported and the patient was fine post procedure.